Event description:
It was reported that during an abdominal aortic aneurysm procedure, removal difficulties were encountered. The physician noted some resistance when introducing the guidewire through a 5 fr pigtail catheter. During a routine guidewire exchange, the physician experienced removal difficulties. The pt is reported as 'ok' following the procedure; no injury or complications were reported.